Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there were cracks in the battery compartment from the threads to the left of the grip pad, and from below the grip pad to the case seal. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2017.